Event description:
Patients had cardioversion procedure today. During both cases there were visual sparks that came from the defib pads during cardioversion. Post procedure both patients had burn marks noted in pad area. Physician was present for both procedures. He felt that the pads had good contact with skin and there was no hair that would have caused tenting of the pad. Both patients received cream for the chest burns and physician did explain to the patient that there was a burn on the skin related to the procedure. Both patients had pads with same lot#. Lot#s were pulled and manufacturer was called.